Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system would not power on. To restore functionality, the power conversion enclosure and stand alone board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The stand alone board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that two transistors were shorted. Additionally a diode and 7 resistors on the board had physical evidence of electrical overstress.

Event description:
Medtronic received information that, while in a spinal fusion, the site was transporting the imaging system into the operating room (or) to perform an image acquisition. When transporting, a noise emitted from the gantry and the imaging system could not be moved. The site opted to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.